Event description:
It was additionally reported on (B)(6) 2023 that the event of difficulty inserting the driveline could not be confirmed; the patient claimed everything was okay during the exchange. The backup controller's audible and visual systems were confirmed to be working properly as a self-test was performed when the patient visited their hospital. No equipment was exchanged during the visit. Related pump MFR #: 2916596-2023-01870. Related primary system controller MFR #: 2916596-2023-01871. Related backup system controller MFR #: 2916596-2023-02598.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable, lot 6465129, was evaluated following the reported event of system controller exchanges. A review of the submitted controller event log files spanned approximately 9 days ((B)(6) 2023 per time stamp). Following the dual disconnect observed on (B)(6) 2023 at 01:45:45, several driveline disconnections were observed as well as several shutdown attempts were made for the controller. The driveline was disconnected for the last time on (B)(6) 2023 at 09:36:18 for a controller exchange; however, it was reported that the patient changed back to their primary controller an hour later. No other notable alarms were active in the log file. The mod cable was not returned for analysis. Additional information provided stated that the patient exchanged to the secondary controller due to no external power alarms but changed back to primary controller because no new alarm triggered. They were able to confirm that the controller¿s audible and visual system were working properly. The patient did not report any difficulty when performing the exchanges. No equipment was exchanged during the visit and no products will be returned. The patient was re-educated on heartmate 3 alarms and when to perform a controller exchange. No issues can be correlated with the modular cable. Device history record was reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The heartmate 3 patient handbook (rev. C), section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related pump MFR #: 2916596-2023-01870. Related primary system controller MFR #: 2916596-2023-01871. Related backup system controller MFR #: 2916596-2023-02598. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a review of the patient's controller history revealed a pump off event on (B)(6) 2023 from 09:20:14 to 09:31:04. The patient did not hear any alarms and did not experience any symptoms related to a pump stop. Log file analysis captured manual driveline disconnect, power cable disconnect and no external power alarms starting at 9:14:30. The pump appeared to resume running as intended at 17:09:30. It was later confirmed that the controller's audible and visual systems were working properly. The manual driveline disconnect was due to the patient exchanging their controller, as they suspected the no external power alarm was due to the controller; the patient changed back to their primary controller after approximately an hour as no new alarm had occurred. The pump stop was most likely due to the patient incorrectly following controller exchange procedure, as the driveline was not completely inserted. The patient was stable with no further alarms and was reeducated about not performing a controller exchange on their own.